Event description:
It was reported that a possible fracture was suspected on the right atrial (ra) lead. High impedance and high atrial threshold were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58 lead, implanted: (B)(6) 1997. (B)(4).